Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility.

Event description:
The foreign distributor noticed during a pre use check that a mushroom valve (mv2) located in a removable valve assembly plate under the pt cassette had a small crack. The valve plate contains five mushroom valves which controls the gas flow in the pt unit. Mv2 controls the expiratory flow.